Event description:
It was reported that the patient received a patient notifier for high, out of range, pacing lead impedance. The pacing lead impedance showed a gradual increase over time. Loss of capture was also noted. The lead was explanted and replaced. No adverse consequences to the patient were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.